Manufacturer narrative:
Instructions and precautions mentioned in the (B)(4) that were not followed. It was a misuse by physician. We assume that wrong use and not following the IFU instructions is the reason for this failure.

Event description:
Dr. (B)(6) attempted to use dragon tongue ((B)(6)) to close a hip capsule during a surgery in (B)(6). First device did not actuate out of the box. Another device was used and was able to pass 2 sutures before it also stopped actuating. A third device was used with no issues. Devices were brought back and upon first review it appears the peek tube is disengaged from the plastic body.